Manufacturer narrative:
(B)(4) medical product: articular surface medial congruent (mc) right 11 mm height use with tibia sizes e-f/cr femur sizes 6-7 catalog # 42522100711 lot # 64349810 tibia cemented 5 degree stemmed right size e catalog # 42532007102 lot # 64950633 femur cemented cruciate retaining (cr) standard right size 7 catalog # 42502606202 lot # 65030050 2.5 mm female hex screw 25 mm length catalog # 42509902525 lot # 64995921 headless trocar drill pin 3.2 mm diameter 75 mm length catalog # 00590102000 lot # 64784123 headless trocar drill pin 3.2 mm diameter 75 mm length catalog # 00590102000 lot # 64784123 headed screw 48 mm length catalog # 00579104100 lot # 64919925 headed screw 48 mm length catalog # 00579104100 lot # 64919925 g2: australia reporter had indicated that product will not be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure thirty four months post implantation due to pain and implant loosening. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Visual examination of the provided picture identified an explanted patellar implant with foreign material on it. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.